Event description:
It was reported that the customer administered a bolus but miscalculated the amount of insulin to deliver. The customer's blood glucose (bg) level subsequently decreased to 35-50 mg/dl. The customer was incapacitated and received third party assistance from their mother, who provided a glucagon injection to address bg. The customer bit their tongue and scratched themselves because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.